Manufacturer narrative:
Addendum: adjudication minutes received (9/3/2014). Per the adjudication committee, the patient experienced a cva ¿ minor, ipsilateral, ischemic/embolic on (B)(6) 2014. The minutes also indicated that in 2-3 hours post-procedure, the patient developed expressive aphasia, accompanied with frustration, and he could not articulate the proper words. The stat CT scan was negative for bleeding, acute infarct or other acute intracranial abnormalities. The patient was placed on low dose heparin, asa, and clopidogrel. Neurology consultation was performed. The patient was diagnosed with broca¿s aphasia and was recommended observation with low dose heparin. The patient was observed closely in ICU and was further transferred to the floor where his expressive aphasia eventually resolved. The hospital discharge diagnosis was a small left embolic cerebrovascular accident resulting in transient expressive aphasia. The neurological event form reported an event of tia on (B)(6) 2014 with neurological deficits of behavioral change and aphasia that lasted greater than 24 hours and resolved. He was readmitted on (B)(6) 2014 due to a fall on (B)(6) 2014 at 06:00 and a right-sided weakness that started a day before ((B)(6) 2014). The patient hit a right side of the face and there were abrasions over the right eye and the cheek bone. The patient was on asa and clopidogrel at the time of event. A brain CT scan without contrast on (B)(6) 2014 at 08:36 revealed no intracranial hemorrhage, no CT-evidence of acute or subacute infarct, and no acute osseous abnormalities or mal-alignment. A stroke consultation was performed on (B)(6) 2014 at 14:00. It noted the patient¿s chief complaint was a fall with right upper extremity weakness and imbalance. It was indicated that the patient experienced right upper extremity weakness since yesterday and denied any headache, numbness, or dysphagia. He was having memory deficits since his left carotid stent placement. Neurological examination on (B)(6) 2014 noted right hand weakness, memory loss and unsteady gait. The patient was awake, alert, fully oriented, with normal language and speech. The patient problem list included a fall with right upper extremity weakness x1 day likely secondary to embolic source from left cea. Diagnosis: stroke ¿ likely based on clinical [¿illegible abbreviation], the patient underwent recent l ica stenting. During this admission the patient underwent a workup for trauma and for coronary artery disease, including cardiac and coronary catheterization. Per consultation note on (B)(6) 2014, cardiac catheterization revealed decrease in ef from 55% to 35% and occlusion of the cx artery which was treated with placement of a stent. It further noted that per neurology impression, the patient had a probable small stroke, which was treated with anticoagulation. He was noted to have some perceptual difficulties with physical therapy. The consultation summary noted that the patient was independent in all aspects with a straight cane prior to admission, and that included driving. Neurological examination at that point revealed good fine motor control in all four extremities, noting ¿some mild weakness to grip strength.¿ deep tendon reflexes were symmetric in all four extremities and there were no gross sensory deficits. It further noted that the patient was an excellent candidate for an inpatient rehabilitation stay given his cardiac status, probable stroke and non-st elevation mi. The site completed neurological event form to report this event as ¿other¿ neurological event on (B)(6) 2014 that lasted less than 24 hours and resolved; a hand-written note stated: ¿right arm weakness that resolved prior to today fall.¿ complaint conclusion: as reported via the (B)(4) registry, a patient experienced a transient ischemic attach (tia) during post dilation. The event resolved fully with no deficit after 24 hours. Then, 20 days post procedure; the patient experienced a neurological event which resolved within 24 hours. At post procedure, the patient was asymptomatic. Angiography revealed 80% stenosis to the left proximal/ostium internal carotid artery. The lesion was described as 20mm in length, concentric and arch type ii. The reference vessel was 5.0 in diameter with mild vessel tortuosity. A 5mm angioguard was deployed successfully beyond the target lesion and the lesion was pre-dilated. A 7.0 x 40mm precise pro rx was implanted at the target lesion. The angioguard was retrieved successfully. There was debris noted in the filter basket. It is unknown if air bubbles were present. During post dilation, the patient developed behavioral changes and aphasia. The onset was gradual. The event was diagnosed as a tia and fully resolved 24 hours later with no deficit. It is unknown if the patient was medically treated and it is unknown if the angioguard was still in the patient when the event occurred. The post procedure nih stroke assessments were not performed. The patient was discharged 4 days later from the index procedure. Concomitant medications included clopidogrel and aspirin post procedure. Per the investigator, the event was related to the procedure and not related to the cordis products. Per the adjudication note, a secondary event of stroke has been reported for this patient during adjudication. The event date was (B)(6) 2014 (20 days post procedure). Per the site it was noted as a neurological event with a gradual onset and fully resolved within 24 hours. Per the investigator, the event was not related to the index procedure or the cordis products. Multiple attempts to gather additional information have been made and have been unsuccessful. (B)(4): the product remains implanted in the patient and thus is not available for evaluation. A device history record review was performed and showed that the lots of products met all requirements per the applicable manufacturing quality plan. Cerebrovascular accident is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Therefore, no corrective action will be taken.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 1016427-2014-00105

Event description:
As reported via the (B)(4), a patient experienced a transient ischemic attach (tia) during post dilation. The event resolved fully with no deficit after 24 hours. Then, 20 days post procedure; the patient experienced a neurological event which resolved within 24 hours. At post procedure, the patient was asymptomatic. Angiography revealed 80% stenosis to the left proximal/ostium internal carotid artery. The lesion was described as 20mm in length, concentric and arch type ii. The reference vessel was 5.0 in diameter with mild vessel tortuosity. A 5mm angioguard was deployed successfully beyond the target lesion and the lesion was pre-dilated. A 7.0 x 40mm precise pro rx was implanted at the target lesion. The angioguard was retrieved successfully. There was debris noted in the filter basket. It is unknown if air bubbles were present. During post dilation, the patient developed behavioral changes and aphasia. The onset was gradual. The event was diagnosed as a tia and fully resolved 24 hours later with no deficit. It is unknown if the patient was medically treated and it is unknown if the angioguard was still in the patient when the event occurred. The post procedure nih stroke assessments were not performed. The patient was discharged 4 days later from the index procedure. Concomitant medications included clopidogrel and aspirin post procedure. Per the investigator, the event was related to the procedure and not related to the cordis products. Per the adjudication note, a secondary event of stroke has been reported for this patient during adjudication. The event date was (B)(6) 2014 (20 days post procedure). Per the site it was noted as a neurological event with a gradual onset and fully resolved within 24 hours. Per the investigator, the event was not related to the index procedure or the cordis products. Multiple attempts to gather additional information have been made and have been unsuccessful.